Event description:
During a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous right coronary artery (rca). When attempting to place 3.00x32 mm taxus express2 drug eluting stent, the stent delivery system separated. The stent delivery system was retrieved without making contact with pt artery. The procedure was completed with another of taxus express2 stent. No pt complications were reported. Pt status reported as "ok".